Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had a cracked case at the display window corner, a broken reservoir tube lip, a severely scratched display window, and cracked battery tube threads, and without the original belt clip. No damage to the belt clip assembly could be verified.

Event description:
Customer reported deep cracks on her insulin pump. The customer stated the cracks was right above the sound button, going towards the battery compartment. The customer could not recall how the damage had occurred. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer's blood glucose was unknown. No additional information provided.